Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since implant, she has been having issues with the communicator, continues to see not found. Caller reports she has been in contact with manufacturer representative (rep) today and suggested patient to call patient services (pss). Caller reports her implant(ins) is about 86% charged. Troubleshooting performed. Closing all running apps, reset the communicator and power the handset off. Caller reports she continues to see not found message. Suggest charging the ins. Caller reports the ins is in odd space. Ins is 80% charged. Reset the communicator and close all apps caller reports she is seeing not found message. Suggest selecting the switch communicator. Caller reports the communicator is stuck at 49% progress bar. Email sent to repair.